Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4(UDI), d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error), no image based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a fuzzy image during set up. There were no reports of patient involvement.